Event description:
It was reported that the deep brain stimulation (dbs) patient experienced symptoms of a fever and had a magnetic resonance imaging (MRI) due to possible infection of a lead. Following the MRI, the patient underwent a revision procedure and the right lead was explanted. The explanted lead was contaminated and discarded by the medical facility. The patient was also treated with antibiotics. The physician assessed the infection as not device related and there were no device issues. Swabs were taken at the lead and lead extension site, as well as the lead and burr hole cover junction. However, results are unavailable at this time. The patient was then discharged. Additional information was received that the culture results confirmed that the patient had methicillin-resistant staphylococcus aureus. Th patient was treated with vancomycin and cefepime.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced symptoms of a fever and had a magnetic resonance imaging (MRI) due to possible infection of a lead. Following the MRI, the patient underwent a revision procedure and the right lead was explanted. The explanted lead was contaminated and discarded by the medical facility. The patient was also treated with antibiotics. The physician assessed the infection as not device related and there were no device issues. Swabs were taken at the lead and lead extension site, as well as the lead and burr hole cover junction. However, results are unavailable at this time. The patient was then discharged.